Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading multiple cartridges with cold insulin. The customer's blood glucose level was 500 mg/dl. During follow up w/tandem technical support, the contact reported the customer was no longer experiencing fill estimate issues.